Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe insulin exiting from the end of the tubing when going through the load sequence. The customer changed the infusion set and cartridge and was able to see insulin dripping out. Insulin delivery was resumed. Blood glucose level ranged from 100-150 (mg/dl).